Manufacturer narrative:
The pad-pak was first installed on the 29th may 2009 and performed to specification, alongside random manual power ons, up to the 15th october 2011. The device failed multiple self-tests due to a low battery between october 2011 and the october 2013, the device remained in fault mode until april 2014. On the 1st october 2015 the device records multiple manual power ups of 10 minutes duration. No further log entries were recorded prior to receipt at heartsine. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. This would confirm the failure fo the returned membrane. The self-test fails may be due to the pad-pak not being properly seated in the device or a partially depleted unit may have been installed. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.